Event description:
The patient status was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 04.503.103.01s. Lot: l649410. Manufacturing site: (B)(4). Release to warehouse date: 10.nov.2017. Expiry date: 01.nov.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the returned outer cardboard package and the inside plastic package are ripped off. The clip inside the plastic package is damaged at one side. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. All devices were sold meanwhile, and we are not aware of any quality issues associated with this article- and lot numbers. Summary: that the screw inside the package is missing could be confirmed. However, since the cardboard and plastic packages are already ripped off, it cannot be exactly identified how or when this screw got lost. Furthermore, the damage at the clip indicates that most probably an user issue occurred, which consequently lead to the complained issue. Consequently, in hindsight and since no fault in the device history records could be detected, we determine this the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: jey, gxr. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that right before an unknown procedure on (B)(6) 2019, the surgeon discovered that there was no screw inside the brand new matrixneuro screw package. However, the surgery was successfully completed using an alternative screw. There was no surgical delay and no adverse consequence to the patient reported. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).